Event description:
It was reported that a piece of the distal tip was missing.

Manufacturer narrative:
The device was returned to the original equipment manufacturer (OEM). The OEM confirmed the reported failure mode. Visual inspection: scope was evaluated by eye, with eye loupe to determine the scope has piece of distal tip missing. Functional inspection: the distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. Root cause(s): damaged distal tip fiber and outer tube damage occurred during use / handing by the customer. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitor for future reoccurrence.